Event description:
The field service representative (fsr) reported that durin preventative maintenance (pm) of the device, the oxygen (o2) sensor would not fully accept the rca plug of the electronic patient gas system (epgs). The fsr replaced with another sensor without issue. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Per the clinical risk review on (B)(4) 2013: this was a reported defect of the oxygen sensor that is a component of the epgs module. The oxygen sensor provides an accurate measurement of the fio2 (fraction of inspired oxygen) in the gas supply that exits the epgs module. This defective o2 sensor component was found by the field service representative (fsr) during a preventative maintenance (pm) and this was an "out of box" failure. There was no patient exposure. The fsr installed a new oxygen (o2) sensor in the perfusion system and the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/ or conclusion, a supplemental report will be filed accordingly.